Event description:
On (B)(6) 2013, the reporter contacted animas alleging intermittent power issue was observed. The reporter stated this issue has lasted for approximately a week and is starting to have issues with pump "acting strangely." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.